Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. The first photo shows the catheter within a plastic pouch, and the label was of the device, in which the product details could be verified. The second photo shows the catheter marked at a specific location which shows the catheter kink. No evidence of a break was noted in the catheter; no other anomalies were noted. There is no objective evidence of a catheter break noted on the catheter, but a catheter kink can be observed on the submitted photo. Therefore, the investigation is unconfirmed for the reported catheter break and confirmed for the identified catheter kink. A definitive root cause for the reported catheter break and identified catheter kink could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2025), g3, h6 (device, method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon catheter was allegedly found to be broken upon opening the package. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon catheter was allegedly found to be broken upon opening the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 35 dilatation catheter was returned for evaluation. On the visual evaluation, a kink was observed on the catheter shaft and no other anomalies noted, no catheter break was noted. No functional performed due to condition of device. Also, two photos were reviewed. The first photo shows the catheter within a plastic pouch, and the label was of the device, in which the product details could be verified. The second photo shows the catheter marked at a specific location which shows the catheter kink. No evidence of a break was noted in the catheter; no other anomalies were noted. There is no objective evidence of a catheter break noted on the catheter, but a catheter kink can be observed on the submitted photo and the returned sample as confirms the same. Hence, the investigation is unconfirmed for the reported catheter break and confirmed for the identified catheter kink. A definitive root cause for the reported catheter break and identified catheter kink could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Expiration date: 05/2025. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10:d4 (expiry date: 05/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during the preparation of an angioplasty procedure, the pta balloon catheter allegedly broke. The procedure was completed using another device. There was no patient contact.